Event description:
Healthcare professional (hcp) of the home patient (hp) reported the hp expired after using the homechoice cycler for apd therapy. Follow up with the hcp reveals that the hp had completed their apd therapy with no reported difficulties in 2001. Hcp relates that several hours after the completion of therapy, the hp was cooking food and cleaning their house when patient expired from a cardiac event. Hcp relates that they did not feel that any device failure or malfunction had occurred and suspected that the hp "may have overdid it while cleaning". Hcp relates that on the last scheduled clinic visit that the hp had on 10/2001 patient was acheiving adequate dialysis. According to the hcp, patient has no further details to provide.